Event description:
Asr revision.asr xl- left.reason(s) for revision: pain/noise.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation.